Event description:
It was reported that the patient had been experiencing a return of symptoms for the past three weeks. A dye study was attempted but the hcp was unable to aspirate cerebrospinal fluid from the catheter. Reservoir volumes were checked; expected reservoir volume was 26.8 ml while the actual reservoir volume was 27.1 ml. The concentration and daily dose of baclofen being administered via the pump were not reported. Additional device troubleshooting was being considered. The pump contained baclofen and clonidine.

Manufacturer narrative:
Results: used for the catheter.